Manufacturer narrative:
Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. The customer believes that they may have filled the cartridge partially with air. Customer's blood glucose level was 350 mg/dl. It was confirmed that the customer had manual injections available. The customer was able to load a new cartridge successfully and resume insulin delivery.